Event description:
During evaluation of a returned homechoice machine, an increased intra peritoneal volume (iipv) situation was identified which occurred in 2009 during drain cycle 5. The patient's ultrafiltration reading was 3275ml, indicating the home patient (hp) drained 3275ml more than their programmed fill volume of 2000ml. This information gave a total drain volume of 5275mls, which meets iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the peritoneal dialysis (pd) nurse who stated he was not aware of any iipv event associated with the home patient (hp). He did not know if the hp connected before connect yourself was displayed or if the hp pressed go prior to closing clamps at the end of therapy. The nurse was unaware if power was lost while the hp was connected. The nurse did not have any additional details of this incident. The nurse stated the hp is doing well on therapy at this time.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.